Event description:
The customer contacted stryker to report that their device is not providing audible prompts after attempting to power it on. Without audible prompts, a user may be unable to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported and observed issues was due to a depleted battery. A root cause for the depleted battery was not determined. The device was archived by stryker.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. It was observed that the device does not power on. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not providing audible prompts after attempting to power it on. Without audible prompts, a user may be unable to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.